Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a treatment and it got delayed. The procedure was completed by restarting the system. The philips engineer evaluated the system and confirmed the issue with storing the images. Review of log file confirmed that the lateral ippc was not booting up. A single restart resolved issue and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not expose. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.